Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were informed that high impedance was noted on the pacing lead. As a result of this, the patient was told they couldn't have magnetic resonance imaging (MRI). The pacing lead remains in use. No patient complications have been reported as a result of this event. On 2020-10-07, it was further reported that right atrial (ra) lead exhibited high thresholds and the right ventricular (rv) lead fractured and exhibited high thresholds. The leads were explanted and replaced.